Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. No iol returned. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is dried in the device. The plunger is advanced just outside the tip of the nozzle. No damage observed. The lens is not returned. The product investigation could not identify the root cause for the reported complaint "footplate of device not in contact with optic". The lens was not returned. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, haptic was disinserted. Additional information has been received and stated that foot plate was not in contact with the optic and passed by the optic during insertion. The procedure was completed on the same day. There was no patient harm reported and patient issues were resolved.